Manufacturer narrative:
Phone number - (B)(6). Fax number - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the identified photos: opening extended and yellow particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture and capsular contracture, baker grade I. Device has been explanted. This relates to the left side.